Event description:
Boston scientific received information that during a revision procedure was performed involving this implantable cardioverter defibrillator (ICD). Upon removing this device from the pocket, a tug test was performed on the associated rv lead and the lead immediately slid out of the device header which indicated a possible loose set screw. The rv lead was tested with the psa and tested normally. This lead was reconnected to this device and it performed well. This device and associated lead were fully reconnected and sutured into place. No adverse patient effects were reported.

Manufacturer narrative:
This device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).